Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event. The patient was hospitalized, and the rv lead was explanted and replaced. The patient was in stable condition.